Event description:
The customer stated that he was treated by paramedics for a blood glucose reading of 49 mg/dl. The customer also stated that he had been treated by paramedics last year due to hypoglycemia. The customer states that he feels the insulin pump is over-infusing insulin. The customer was advised to revert to a backup plan to treat his diabetes. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.